Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated, a suprarenal extension, and a limb stent graft. On (B)(6) 2015, the patient was implanted with additional bifurcated stent to treat a reported 3b endoleak. On (B)(6) 2016, the patient was implanted with additional suprarenal extension to treat a reported 1a endoleak. On (B)(6) 2018, endologix was made aware of endoleak (indeterminate origin). The physician plans to complete an angiogram to confirm the endoleak and determine treatment options. No further information is available at this time. There have been no additional patient sequelae reported.

Event description:
A secondary procedure was performed on (B)(6) 2018. The physician elected to implant an infrarenal stent graft extension below the renal arteries. An intraoperative type 1a endoleak was reported and a non - endologix (palmaz) stent was implanted to resolve this leak. It was reported that the patient had a non - endologix (viabahn) stent in the distal common iliac for a pseudo aneurysm repaired previously. The stent was undersized and the 17 fr sheath dislodged into the main body of the stent graft. The physician decided to place another non - endologix (palmaz) stent but was unsuccessfully. The physician convent to an open repair for the pseudo aneurysm. The physician bridged/bypassed the graft in the left iliac with an endologix limb extension.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an indeterminate endoleak (proximal). Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were; dislodgement of a non - endologix left iliac stent in between the main body and the aorta (foreign emboli), prolonged procedure (approximately 9 hours), iliac perforation with pseudoaneurysm and surgical repair of the left iliac artery. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.